Event description:
It was reported that balloon burst. Vascular access was obtained via radial artery. The in-stent restenosed,concentric target lesion was located in the moderately calcified right circumflex artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that balloon burst at 12atm for 60 seconds. The device was pulled back in usual withdrawal method. The procedure was completed with a different device. No complications reported and patient was stable post procedure.